Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was removed and replaced intraoperatively with a different diopter lens and problem was resolved. Cause of the event was not reported.

Manufacturer narrative:
H3: device evaluation lens was returned in microcentrifuge vial dry. Visual inspection found optic and haptic broken. Dimensional and functional inspection found the lens to be within specification. (B)(4).